Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the hi/low up limit switch out of adjustment. He adjusted the hi/low limit switch to repair the bed.